Event description:
Customer reported linting of the blue cotton or towels, pwtb04-stm, from the arteriogram pack, san22armmn. Fiber, wrapped around wire was very difficult to remove from the patient. There was a 10-15 delay with no injury to patient.

Manufacturer narrative:
Based on investigation, the device history record review could not be verified as lot number was not provided. A sample was not returned for evaluation, therefore, a root cause could not be determined for this product. We will continue to monitor trends for this product. According to supplier, or towel is made of cotton, so cotton fiber is born. The supplier is continuously working with cardinal health to better control the linting and have implemented several measures to improve it: suctions machines have been installed in grey cloth rolling process, dyeing process, and cutting process. The suction process was added before product's final folding, and workers do it according to standard operation procedure requirement. Linting test method and acceptable criteria was stipulated to see the suction results. (=0.38g/10pieces). In the folding process, supplier used one cloth pad under 100pieces semi-finished products to avoid linting stuck onto the products during product's transfer. The complaint information was shared with the relevant sectors for their awareness. No action will be taken at this time. We will continue to monitor trends for this type of incident.